Manufacturer narrative:
A correction is being made in the manufactured date which is dec 12, 2018 and not dec 14, 2018. The device has been returned and a device evaluation completed for it. This supplemental report is being submitted to provide this information. Please see the updates in sections: d10, g4, g7, h2, h3, h4, h6 and h10. The user's complaint has been confirmed. A visual inspection was performed on the received condition and found the ceramic insulation at the distal end of the inner sheath broken; a portion of the missing piece-approximately 10 percent-was not returned for evaluation. Additionally, the broken portion of the ceramic sheath is producing a sharp edge. The technical cause is likely to be the damage of the insulation material of the sheath, caused by thermal mechanical overload, improper handling in combination with wear and tear. Signs of fatigue or pre-damage, such as minute cracks, are often hard to spot. It is very likely that a vertical stress developed in the insulation insert before the ceramic beak completely broke off. It cannot be determined with certainty, whether the resection sheath had been previously damaged or any damage on the ceramic insulation was caused during last reprocessing or the damage occurred during the reported event. The instructions for use carries a warning that the ceramic tip can break due to mechanical loading or thermally induced straining. The instructions for safe use (IFU) states the following; ¿do not use an instrument that fails to meet the criteria stated in the labeling or that has been damaged. Damage may result in the loss of the entire ceramic tip or fragments of the ceramic tip.¿ asides from the damage to ceramic tip at the distal end, there are no other abnormalities found on other areas of the device. In conclusion, the cause of the issue is likely to be improper handling in combination with wear and tear.

Manufacturer narrative:
A letter was received that the user had submitted a FDA sus voluntary event report mw5096216 through the FDA¿s medwatch program. Initial reporter for the medwatch mw5096216 is (B)(6) of (B)(6) , email is b)(6) , and phone number is (B)(6). Additional information provided was that the black ceramic end of the resection sheath into the patient¿s bladder in more than one piece. All pieces were retrieved in the same procedure. There was no adverse event and no adverse impact to the patient. Please see the updates in sections: e4, g4, g7, h2, and h10.

Manufacturer narrative:
Additional information for the patient and event is not yet available. A manufacturing and quality control review was performed for the affected lot number without showing any non-conformities or deviations regarding the described issue. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, during therapeutic transurethral resection of the prostate (turp) procedure the ceramic tip from resection sheath broke off into the patients bladder. The broken piece was retrieved. There was no adverse impact to the patient. The procedure was completed with another similar device.